Event description:
The customer called philips to report that their mp70 bedside monitor¿s msl connector sparked when connected and had issues powering on. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer called philips to report that spark is seen when doctoring broken mms msl connector on the rear of the monitor. The device was not in use on a patient at the time of event, there was no adverse event reported.